Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead oversensed the minute ventilation sensor. Boston scientific technical services (ts) recommended further investigation as mv oversensing is often due to a high impedance condition. The patient will be brought back in for further troubleshooting.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Ts reviewed device data noting a rise and decrease in right atrial (ra) lead pace impedance measurements they suspected to be the result of patient condition due to the gradual change in measurements. Some sub-threshold mv artifact was observed on the ra channel but it was not marked by the device. The mv artifact was noted to only be observed during periods of higher pace impedances. Additional system testing was advised. This system remains in service.